Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a hyperglycemia and had insulin pump as treatment. Customer blood glucose level was around 600 mg/dl. Customer's blood glucose event was 436 mg/dl at the time of call. Customer was using insulin pump system within 48 hours of reported event. Customer stated that they did not experience any symptoms related to the event. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.